Event description:
The customer states that there was the smell of smoke in the lab and commented that smoke was coming from the rv lls antennae board of the architect analyzer. The customer powered down the analyzer and called for service. There was no adverse impact to patient management or damage to the surrounding environment reported related to this issue.

Manufacturer narrative:
(B)(4) the investigation included the complaint text, a complaint search, labeling review, and a product safety analysis on the architect system. There was no sign of any moisture anywhere in the area. No buffer or residue was found present on the board. The cabling was in good condition. The rectifier on the lls antenna board was visibly very fragmented. The rv24 lls antenna board was replaced by field service. All verifications and controls passed within range. Review of the safety memo and product evaluation indicates the architect i2000sr is certified to the appropriate us, (B)(4), and international safety standards that apply to electrical equipment for measurement, control, and laboratory use. After the component replacement of the rv24 lls antenna board, no additional occurrences of this issue have been observed. The evaluation did not identify a systemic issue with the rv24 lls antenna board or the architect system. Product labeling provides adequate information regarding an emergency shutdown procedure and hazards to avoid personal injury. No product deficiency was identified related to this issue.